Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date implanted - (B)(6) 2011. Remains implanted.

Event description:
It was reported patient underwent a total hip arthroplasty in (B)(6) 2011. During the procedure, incompatible components were implanted. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
During the initial procedure, incompatible components were implanted. Patient was revised approximately five years post-implantation. The femoral head was removed and replaced.